Manufacturer narrative:
Other relevant device(s) are: product ID: 9733320, serial/lot #: (B)(4), UDI #: (B)(4); product ID: 9733405, serial/lot #: (B)(4), ubd: 13-apr-2013. Product ID: 9731203, serial/lot #: (B)(4), ubd: 13-apr-2013, UDI #: (B)(4), UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that there was an axiem box and emitter communication failure. The axiem box, axiem cable and emitter were replaced. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that the returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. The axiem integrated port system was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The emitter and axiem box reported a communication error when the field generator was connected to the axiem box. The eminterface showed a fault on coil 6. Analysis found that the reported event was related to an electrical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The field generator was returned to the manufacturer for analysis. Analysis found that the axiem unit was connected to a test system with the ent application for a multi-hour burn-in test. Registration, tracking and accuracy looked normal on all 4 tool ports. The tools from each port were connected/disconnected multiple times and the system remained functional. Analysis found that there was no problem found with the field generator. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively and delayed the surgery by approximately one hour. It was reported that when the site opened up the emitter details and the axiem box emitter and instruments were all showing red. This occurred after multiple restarts. The patient tracker and instrument trackers were not recognizing. The medtronic representative reported that the issue was not resolved. Technical services (ts) had the medtronic representative open the em interface and found one flt. The issue had occurred on a previous case as well. The surgeon continued to work as they brought the other navigation system from the main or to the surgery center. The surgery was completed with navigation and there was no impact on patient outcome.